Manufacturer narrative:
Block b3: approximated to january 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip were used during an unknown procedure performed on an unknown date. The anatomical location of the procedure is unknown. During the procedure, the clip fell off the catheter without deploying. The procedure was completed. There were no patient complications reported as a result of this event.